Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll approved service provider; the customer's report was observed and attributed to the system board. The system board was replaced to resolve the customer's report. However, the customer declined the recommended repair of the device. The device was returned to the customer un-repaired, la beled "not for clincal use". Analysis of reports of this type has not identified an increase in trend.